Event description:
A patient reported blood glucose results of 25.5, 17.4, 9.2 and 11.3 mmol/l with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.